Event description:
It was reported that pump touchscreen became frozen and would not respond to customer input. There was no adverse impact to the customer's blood glucose level. Customer followed pump reset instructions provided by technical support and issue was resolved.